Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged during a non related surgical procedure. The lead could not be re used due to tissue embedded in the leads helix mechanism. A new ra lead was successfully implanted in it's place. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned. There were set screw marks on terminal pin and ring. The lead helix physically is within specifications, and tissue was found entwined the helix.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.